Manufacturer narrative:
No device-related issues were identified during the analysis of the returned pump, and a direct correlation between the device and the reported event could not be conclusively determined. Evaluation of the sealed inflow conduit and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the physician auscultated the pump and found an abnormal sound. The set speed was adjusted without an increase in flow or a decrease in the pulsatility index. On (B)(6) 2016, prior to exchanging the patient¿s pump, the patient¿s system controller was temporarily exchanged to the backup system controller and was then switched back to the original system controller after there was no difference in sound or function of the pump. The patient¿s sternotomy was then reopened and the pump was visually investigated for kinks or malposition. Repositioning did not change the function of the pump. The pump was exchanged and was functioning well. A short time later the patient went into right sided heart failure. The right ventricle was not pumping visually nor by a transesophageal echocardiogram. The patient was treated for right sided heart failure and then went into sustained ventricular fibrillation. The patient was defibrillated several times before converting back to a paced rhythm. Pulmonary edema followed while the patient was placed on a right ventricular circulatory support device. The patient¿s family was informed of the medical futility and a decision was made to withdraw treatment. The patient expired quickly after therapy was withdrawn.